Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor did not connect to the ilet, and after restarting the ilet and entering the sensor code, a sensor failure message appeared; the caregiver elected to place a new dexcom g7 and pursue sensor replacement with the manufacturer. Symptoms included no adverse symptoms and a reported blood glucose of 156 mg/dl. Outcomes included no injury, no medical intervention, and no effect on glycemic control. Investigation included technical troubleshooting and user education by guiding a device restart and re-entry of the sensor code. Investigation of this case revealed that the issue was limited to connectivity between the cgm and the ilet with a subsequent sensor failure notification. It was concluded that the event was a device-to-device communication issue resulting in sensor failure without clinical impact.